Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. She is allergic for surgical steel. On (B)(6) 2012 the consumer experienced placement painful, complication of device insertion, and placement on one side only. On an unspecified date the consumer experienced bleeding in uterus, abdomen pain, itching skin, gastro-intestinal complaints, incontinence, pain during coitus, legs pain, lower back pain, fibromyalgia (pain in neck, arm) and in the whole body, especially right side, depressive feelings, loss of libido, tiredness, vaginal secretion, vagina fungal infection, tingling (hands, feet, legs and arms), bruises, infections, adhesions and a prolapse in uterus, and endometriosis. Consumer felt limited in everything. She visited sexologist, rheumatologist, and revalidation physician. Essure control position was done though echography (no details mentioned). She also underwent x-ray and MRI-scan. She received medication and had her uterus removed. She has not recovered. Essure removal was planned. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain and bleeding in uterus. She had her uterus removed and essure removal was planned. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In addition, uterine bleeding may also occur. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed and device removal will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain and bleeding in uterus. She had her uterus removed and essure removal was planned. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In addition, uterine bleeding may also occur. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed and device removal will be required. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.